Manufacturer narrative:
Approximate age of device ¿ 1 year, 7 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to a recurrent fever and increased serum inflammation parameters. A positron emission tomography (pet)-CT scan revealed signs of infection around the inflow cannula and around the pump. The patient was started on antibiotic therapy and is reportedly doing fine. Serum inflammation parameters, except for the white blood cell count, have reportedly decreased. No further information was provided.